Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be available to stryker.

Event description:
Three wrenches ((B)(4)) that are broken; the new serrated wire fixation bolt eliminates the need for the wrench.